Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the heater wire had separated from the jaw of the hemopro device upon opening the package in the surgical field. The jaw appeared to have three pieces instead of two. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).